Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump had traces of moisture at lcd and interface board per visual inspection. Insulin pump received with cracked case at display window corners, display window, battery tube threads and minor scratches on lcd window.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's mother stated that the insulin pump's keypad was not responding. Customer stated that the insulin pump may have sustained water damage through the cracks in the casing. Customer's mother stated that moisture was visible under the screen. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.